Event description:
Patient was revised to address metal hypersensitivity, femoral loosening and osteolysis.

Manufacturer narrative:
Update: (B)(4) 2012: litigation documents were received. Litigation alleges that the acetabular cup detached, disconnected, created metallic debris, and/or loosened from the patients acetabulum, caused severe pain, inhibited the patients ability to walk and caused elevated levels of chromium and cobalt. There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
The report states: patient was revised to address metal hypersensitivity, femoral loosening and osteolysis. Doi: (B)(6) 2010 - dor: (B)(6) 2011 (right hip). The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Other text: device not returned to mfg.